Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties were likely due to interactions with the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion. An ht command guide wire was advanced to the lesion; however, it failed to cross due to the anatomy. After several attempts to cross the tip became weak and bent. There was resistance removing the device. Another unknown guide wire was advanced; however, this too failed to cross and the procedure was aborted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.